Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4). Model# - corrected model# vticmo13.2. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo 13.2 implantable collamer lens, -10.0/+3.0/92 diopter in to the patient's left eye (os) on (B)(6) 2016. The patient developed a refractive surprise and the lens remains implanted in the patients eye.